Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl at the time of the incident. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer stated that when they start pressing buttons, sometimes the pump suspends. The customer performs hard button presses as they cannot get the pump on. The insulin pump will not be returned for analysis.